Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a suprapatellar tibial nailing procedure the driving cap broke in half right at the tommy bar holes while the surgeon was tapping the nail in with a mallet. The surgeon completed the procedure by tapping on the broken driving cap to seat the nail. There was no surgical delay reported. Patient status was good. Concomitant device reported: unknown tibial nail (part # unknown, lot # unknown, quantity 1), unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown mallet (part # unknown, lot # unknow, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.475, lot 1l67052: manufacturing site: bettlach. Release to warehouse date: january 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the device was broken near the bar holes, and both the broken pieces were returned. No other issues were identified with the returned device. Dimensional inspection sowed the relevant dimensions were conforming. Based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. The complaint condition is confirmed for the driving cap. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified there was a short surgical delay.